Manufacturer narrative:
H3, h6: three devices were received for evaluation. A visual inspection revealed no manufacturing abnormalities. The electrodes, of all three devices, have been used. Bio debris is present on all. The evac tube has been cut from all three and not returned. Product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned devices and found a e7 error in all of them when the wand was connected after the controller was powered on. When used with a bypass box, coagulation and plasma were generated as intended. All the buttons worked. There was no unexpected glowing in the tip. For device one the resistance measured at 1.50 kilo ohms, for device two the resistance measured at 1.05 kilo ohms and for device three the resistance measured at 1.04 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopic spine laminectomy, the buttons of the super turbovac 90 were not working and the tip was glowing. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).